Event description:
The facility reported that when the caregiver had finished bathing the resident, the chair was lowered to the floor. The chair remained attached to the lift while drying the resident. The caregiver then disconnected the chair from the lift and the chair fell over with the resident still strapped in the chair. The caregiver noticed the front right wheel had come off the chair chassis. The resident was taken to emergency services after complaining of pain to her right side. A fractured hip was diagnosed. The resident also sustained a minor cut to the right side of her head.

Manufacturer narrative:
The device was inspected by an arjo investigator and it was found that, considering the age of the device, the general condition of the lift was fair. The lift functioned correctly; however, the investigator noted that the chair chassis had a loose front castor that could drop out, and that the chair frame arm on the right-hand side had cracks around the location pin. Based on the information provided, the manufacturer has concluded that the detachment of the front castor from the chassis would have contributed to the reported incident. The manufacturer recommends that the chassis castors should be checked/replaced and the arm of the chair frame should be replaced. If the chassis and chair are used for showering residents and the chassis is subjected to a constant flow of water, then stainless steel spindles should be fitted to the chassis. The facility should also review the ambulift operating instructions.